Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reporter stated that after 2 hours of procedure, sealing became incomplete. The generator was replaced with another and the issue was solved. It was reported that there was no patient harm as a result of the event.